Manufacturer narrative:
Act, esc, up arrow and b buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to button keypad anomaly. The insulin pump was received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. The customer was trying to bolus and pump started flashing an unexpected restart alarm and now it is giving her the option to rewind the insulin pump. Also, stated the buttons where not responding after the alarm. Advised to observe time clock for one minute to verify if time advances, found the time changed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump be returned for analysis.